Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced several cardiac arrests and expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.